Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Added report number to h.6 component code. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The IFU, device preparation manual, and procedural training manual were reviewed. The user is cautioned that, to prevent improper valve leaflet coaptation, they should not overinflate the thv. Central aortic regurgitation, aortic trauma, and embolic complications are listed as risks of post-dilation. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there were no confirmed product or labeling/IFU/training material non-conformances affecting a distributed product, a product risk assessment (pra) is not required. Additionally, a corrective action preventative action (CAPA) is not required because no device defect that could have resulted in the event was confirmed. The valve central regurgitation and restricted leaflet motion were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a 23 mm sapien 3 ultra resilia (s3ur) valve was deployed with 1ml less than nominal volume resulting in mild pvl observed on tee. Post dilation was performed with 0.5 ml less than normal volume and the pvl reduced. However, considering the patient activity level and age, additional post dilation was performed with normal volume according to the strategy. Following the valve implant, the patient systolic blood pressure remained 50-60 mmhg and angiography revealed severe ar, which was thought to be frozen leaflets occurring.'' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. In this case, the central regurgitation and leaflet motion restricted were reported after the post-dilation. Per training manual, post-dilation can reduce paravalvular ar; however, post-dilation can also increase the risk of over-expanding the valve, which may impair proper leaflet motion, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports that will be submitted for this case.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve (tav) replacement procedure, severe aortic regurgitation (ar) due to frozen leaflets occurred after post-dilation of first 23 mm sapien 3 ultra resilia (s3ur) valve and a tav-in-tav procedure was performed, with ventricular fibrillation (vf) occurring during deployment of the second valve. The heart team deployed the initial valve with 1ml less than nominal volume, resulting in mild paravalvular leakage (pvl) observed on transesophageal echocardiogram (tee). Post-dilation was performed with 0.5 ml less than normal volume and the pvl reduced. However, considering the patient activity level and age, additional post dilation was performed with normal volume. Following the valve implant, the patient systolic blood pressure remained 50-60 mmhg and angiography revealed severe aortic regurgitation, which was thought to be frozen leaflets occurring and no leaflet motion was confirmed on tee. The leaflet of rcc position did not move. The other two leaflets were moving but it was unclear whether coaptation was normal. During preparation of the second 23 mm s3ur valve, the patient's hemodynamics collapsed. Cardiac massage was performed and extracorporeal membrane oxygenation (ECMO) was initiated. Tav in tav was performed with second valve with 2 ml less than normal volume. During 2nd valve deployment, the patient went into ventricular fibrillation. The patient was defibrillated 4 times after the second valve deployment and returned to sinus rhythm. Normal function of the second valve was confirmed and the tavr procedure was completed. The patient was weaned off ECMO and left the operating room. Per follow-up communication, brain disorder was noted after resuscitation and on postoperative day 1, cerebral infarction was confirmed.